Manufacturer narrative:
E1: establishment name: (B)(6). The customer reported that the device was cleaned, disinfected, and sterilized prior to being returned for evaluation. There was no delay to the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not wipe/brush the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer did flush the air/water nozzle/channel with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to damage on the zoom (charged coupled device), the zoom did not work smoothly. The nozzle had foreign objects. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover had a chip and a white-clouded area. Due to clogging of the nozzle, water removal ability did not meet the standard value. The image guide protector had a scratch. The scope cover plate was peeling. The paint on the air/water cylinder was peeled. The paint on the suction cylinder was peeled. Switch 1 had wear. The protector of the universal cord on the suction connector side had a scratch. The indication on the suction connector was peeled. The plastic distal end cover had a dent. The connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lusera colonovideoscope had a malfunction of the zoom/focus switching function. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material turned out to be cellulose fibers and styrene-acrylonitrile polymer (as resin), however we could not specify what the foreign material was from. The cellulose fibers do not originate from the scope but can from fibers including gauze or towels used around. Also, the as resin do not originate from the scope but can be from fragments of the resin used around. It is likely that the causes of the foreign material got clogged inside the air/water nozzle are that the fragments from the as resin came into the air / water nozzle channel for some reason and were not discharged from the nozzle, further the fibers including gauze and towels having used for reprocessing have snaggled. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.